Event description:
The customer reported that after two days of use, the soles have started to detach and peel away from the slipper. The customer believed that this may be a safety issue. The customer stated that they intend to continue using the product. Posey company has requested the return of the problem product and will send the customer a no-charge replacement product.

Manufacturer narrative:
(B) (4) sole coming off of slipper. The customer has not responded to three requests by posey for the product to be returned. Results - three samples were pulled from finished goods for inspection of the soles separating from the upper material. No sole separation or adhesive weakness was found. The product not being returned for evaluation. Based on the results of the investigation, the root cause could not be determined. (B) (4).